Event description:
Pt required endotracheal suctioning post operatively and prior to extubation. (2) #14 fr sterile suction catheters separated on removal from package. Red connector separated from clear tubing. A third catheter separated while suctioning the e t tube.